Event description:
A dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation of the device, visible foam degradation was observed in the device assembly. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Error code 130 was found in the device log history.